Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent temp rate alerts occurred. Reportedly, the customer did not access the temp rate menu and maintained that the alerts occurred while not in the temp rate menu. Blood glucose was not impacted. Customer resumed insulin therapy using another pump.